Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19378. It was reported the patient experiences heating at the ipg site and lead when stimulation is on. When stimulation is turned off the heating subsides. The sjm representative with reprogram the system as the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.